Event description:
It was reported when using the it was reported when using the bd needle 25ga 1in, the device experienced the needle separating form the syringe, and leakage. The following information was provided by the initial reporter. The customer stated: the needle and the syringe dislodged when the vaccine was being administered. The vaccine leaked into the vaccinators hand. The needle dislodged from the syringe.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure. Based on the provided feedback, it is possible that this issue resulted from defective luer dimensions, damage to the syringe tip, or an insufficient adjustment between the devices used. See h10.

Event description:
It was reported when using the it was reported when using the bd needle 25ga 1in, the device experienced the needle separating form the syringe, and leakage. The following information was provided by the initial reporter. The customer stated: the needle and the syringe dislodged when the vaccine was being administered. The vaccine leaked into the vaccinators hand. The needle dislodged from the syringe.